Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently responsive. There was evidence of contamination found underneath up arrow, down arrow and contrast button contacts. The up arrow and ok button contacts were damaged and did not spring back after button presses. Evaluation also revealed that the battery compartment was cracked. In addition, the display screen was found to be dim, fading and discolored and a crack was observed in the display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn from the contrast button to the ok button. All of the keypad buttons were intermittently responsive during testing. The keypad cover was removed and evidence of contamination was found underneath up arrow, down arrow and contrast button contacts. The up arrow and ok button contacts were damaged and did not spring back after button presses. Evaluation also revealed that the battery compartment was cracked and the display screen was dim, fading and discolored; a crack was observed in the display lens. Unrelated to these issues, the audio bolus button was found to be detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).